Event description:
It was reported that the recently implanted right ventricular (rv) lead, cardiac resynchronization therapy defibrillator (crt-d), and a non-boston scientific (non-(B)(6)) lead were explanted. Additional information provided advised the non-(B)(6) (non-(B)(6)) lead had dislodged and was not capturing, and the right ventricular (rv) lead had oversensing observed since implant. The products were replaced with no patient complications and will not return for analysis. Outside of the revision, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).